Event description:
Reporter stated that the surgeon inserted a collamer single piece intraocular lens model cc4204bf into the eye and the lens tore. The lens was removed without enlarging the incision. No patient injury.